Manufacturer narrative:
H6: investigation summary: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported that they have received a "false negative" for evp. Review of the database has determined that instead the customer actually had received a "false positive". Field service was dispatched. Field service arrived onsite and noted that there is a late CT fluorescence which indicated a low viral load in the sample. Field service discussed specimen storage and handling and reviewed curve analysis with the customer. Instrument was returned to the customer functional. No parts were returned to bd for investigation. Complaint is unconfirmed. Root cause is determined to be poor quality specimen handling. Investigation consisted of a review of the instrument installation, service history, and related complaint data. Bd will continually monitor for trend.

Event description:
It was reported that while using kit bd max enteric viral panel false negative results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false negatives. The customer stated results were not reported out so there was no report of patient impact.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using kit bd max enteric viral panel false negative results were obtained by the laboratory personnel. A repeat test was used to confirm the results as false negatives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "bd max 443985_0302027 false neg."